Event description:
The customer reported a ballooned segment during a normal saline with 20 meq of potassium infusion. There was no pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.